Event description:
It was reported that the simplex was mixed by using a "acm" in 1.5 mins and was filled into a cement gun. The cement was filled into the femoral intramedullary canal in about 5-6 min. A stem couldn't be inserted smoothly, and the cement hardened in 8-9 min. The simplex was kept in the refrigerator and was taken out just before the operation. The temp in the operation room was well controlled.